Event description:
The customer reported that during a colon resection, the jaws of the device would not reopen. It is not known if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no patient injury. Another instrument of the same type was opened and used to complete the procedure. No additional information regarding this incident is available from the site.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.